Event description:
It was reported that the right ventricular lead was fractured. During a device change out procedure, the lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).